Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 96-170mg/dl fasting. Verified the strips expire 05/20/2018. Customer confirms the strips are stored properly and were first opened in september 2015. Customer performed a back to back blood test 243mg/dl and 270mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:251mg/dl (B)(6) 5:35am , 225mg/dl (B)(6) 12:00pm, 189mg/dl (B)(6) 6:30pm, 330mg/dl (B)(6) 5:35am & 298mg/dl (B)(6) 5:36am. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 96-170mg/dl fasting. Verified the strips expire 05/20/2018. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Customer performed a back to back blood test 243mg/dl and 270mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.